Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a paroxysmal atrial fibrillation ablation procedure, a pericardial effusion occurred with no intervention needed. During an ensite precision case, the physician performed transseptal puncture with an sl0 sheath and brk needle. The puncture was done without issue and the guidewire was visible in the left atrium via transesophageal echography (tee). When the ablation catheter was positioned in the sheath, difficulty was noted maneuvering the catheter. It stayed in the same plane and curving anteriorly or posteriorly wasn't possible. Using the tee, it seemed that the catheter was not in the left atrium, but in the pericardium (possibly in a leaf of the septum). The ablation catheter was removed and repositioned in the transseptal puncture site and finally into the left atrium. After 5 minutes, a small effusion was noted which was stable and didn't increase. Protamine was injected and the case was stopped with consequences to the patient.